Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 1000mg/dl, and diabetic ketoacidosis. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, and fluids. Reportedly, the customer was released on (B)(6) 2021. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as multiple attempts were made by tandem technical support to obtain more information, and perform a system check with customer, however, no response was received.